Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose value was unknown. Customer reported that alerts were not as loud as they used to be and back light was not as bright also squirted insulin while priming. The device will not be returned for analysis.